Event description:
It was reported that during an unspecified gastro-intestinal (gi) stenting procedure, resistance and deployment failure occurred. The lesion was located in an unspecified "biliary tract". The rx wallstent permalume 10mm x 80mm stent delivery system (sds) was advanced to the lesion over an unspecified guide wire. Upon attempting to deploy the stent, resistance was encountered and the stent was unable to deploy. The device was removed and the physician noted that the stent wires had perforated the outer sheath. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".